Event description:
Crossover circuit fault. The manufacturers field service engineer found the small tubing from crossover solenoid to three station solenoid not fully seated. Reseated the tubing. No patient involvement.

Manufacturer narrative:
Tubing connection between solenoids not fully seated, was reseated.